Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted for elevated lactate dehydrogenase (ldh) at 2x baseline. No other symptoms were present at the time of admission. Pt did have inr of 1.6. The pt started on heparin gtt.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.